Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator had been beeping for a week. A technical services (ts) consultant discussed that the device was included in an advisory population and recommended the patient consult their cardiologist immediately in order to ensure therapy availability. The patient was resistant to the idea of calling their physician and the ts representative reiterated the importance of having the device checked. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator had been beeping for a week. A technical services (ts) consultant discussed that the device was included in an advisory population and recommended the patient consult their cardiologist immediately in order to ensure therapy availability. The patient was reportedly resistant to the idea of calling their physician and the ts representative reiterated the importance of having the device checked. A field representative called later and ts recommended device replacement. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that the device had reached end of life battery status. Ts recommended emergent device replacement and noted that the device is included in the emblem s-ICD premature depletion advisory population.